Event description:
The nurse reported difficulty with the drain phase. There was an alarm for insufficient drain volume. The patient was disconnected in the 6th cycle because he had a tense belly, so they did a manual drain and the volume of solution in the drain bag was 6 liters. The patient didn't realize the issue and didn't feel any pain because he was an ascetic patient. The patient had 70% tidal, the total ultra filtration was 10ml, the fill volume was 1800ml and the last fill volume was 1800ml. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Visual inspection of the device did not show any issues. All product specification were met. Device was tested and the issue was not confirmed nor reproduced. Previous service events were not related to reported issue. The assignable cause is undtermined. This issue is being investigated through CAPA.